Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 4.0x22mm, 75% stenosed, progressive target lesion was located in the severely tortuous and mildly calcified unprotected left main (lm) artery, with a significant bend between 45 and 90 degrees. The lesion was pre-dilated resulting in 60% stenosis. The 4.0x24mm taxus liberte stent was advanced but was unable to cross the lesion. The procedure was completed with another 4.0x24mm taxus liberte stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Two struts on the first row from the proximal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The midshaft was kinked just proximal to the port. No other kinks or damage were noticed along the shaft of the device. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, the complaint report states that the device was used in a severely tortuous lesion in the unprotected lmca. Highly tortuous anatomies and unprotected left main coronary arteries are contraindicated in the dfu. (B)(4).